Manufacturer narrative:
This report is being supplemented to provide information that was inadverntently not included in the initial medwatch report. The instrument was not returned for evaluation, as it was discarded by the facility. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
22ga needle broke at the proximal end of the needle by the locking mechanism. After the second pass, that portion of the needle broke. An additional 22ga needle was opened, samples were collected, and procedure was complete. Doctor was able to confirm all broken pieces were collected and procedure complete. No patient issues.